Manufacturer narrative:
The device passed the displacement test and self test. Device received with scratched lcd window and case. Scratches do not impede visibility of screen. Missing segments/partial display not confirmed

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump's screen scratched and they cannot read the display. Customer's blood glucose was 125 mg/dl at time of incident. Customer stated that scratch on the screen and she could see the display unless he put it in an angle. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.